Manufacturer narrative:
The pump passed the self test. Unable to perform the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test and occlusion test or verify no delivery alarm due to gearbox jammed during rewind. (B)(4).

Event description:
Information received by medtronic indicated that insulin pump had insulin flow blocked alarm. Customer stated that the insulin did not exit. Customer also stated that insulin pump did not alarm with no reservoir detected. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.